Manufacturer narrative:
Upon inspection and testing of the device, the foreign material found in the forceps channel was suspected to be due to insufficient cleaning of the device. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, and the insertion tube was scratched due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for routine periodic maintenance with no alleged complaint. Upon inspection and testing of the returned device, foreign material came out of the device due to clogging of the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign material in forceps channel). There was no report of patient or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the foreign material that clogged the forceps channel. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to inappropriate/insufficient reprocessing. The occurrence of the reported problem can be prevented by adhering the endoscope reprocessing section of the instructions for use (IFU). Olympus will continue to monitor field performance for this device.